Event description:
Boston scientific received information that, during a revision procedure, this implantable right ventricular defibrillation lead had pacing impedance measurements greater than 2,000 ohms as measured by the pacing system analyzer (psa). No adverse patient effects were reported. A boston scientific technical services (ts) consultant recommended that the lead be replaced. The physician decided to monitor the lead and replace it if the condition deteriorates. Additional information was reported that over three years later, during a patient follow up, noise was observed on the right ventricular channel that was oversensed; however, the noise was only when the device was programmed to a high pacing output. Pocket manipulation testing was performed at normal outputs and the noise was unable to be reproduced. The pacing impedance measurements have remained above 2,000 ohms since the implant of the associated implantable cardioverter defibrillator (ICD), but all other lead measurement have remained stable. The ICD is implanted subpectorally and is part of the subpectoral implant advisory, communicated on (B)(4) 2009. There is a concern that there may be an issue with the device header. No adverse patient effects were reported. Printouts were sent to boston scientific technical services (ts) for further evaluation.

Event description:
Additional information was reported that the physician was still concerned about a possible issue with the device's header. The rv lead pacing impedance measurements have remained above 2000 ohms and the right atrial lead pacing impedance measurements have ranged from 450 to 1000 ohms. The physician asked if the data stored from the remote monitoring system could be reviewed for technical assistance. In addition, the patient was being sent for an x-ray. No adverse patient effects were reported.

Manufacturer narrative:
A ts consultant reviewed the data and discussed the results. The right atrial pacing impedance measurements have remained in range but have been unstable. The shock lead impedance measurements have remained in range and stable. The rv pacing impedance measurements have been n/r since implant as the rv pacing lead impedance measurement has been turned off in the daily lead measurements. Looking back on the history of this device and the associated rv lead, the pacing impedance measurements were confirmed to be out of range since implant. In addition, a review of the arrhythmia logbook showed that since implant, the device has delivered three successful shocks and 28 bursts of anti-tachycardia pacing (atp). The shocks were delivered during defibrillation threshold (dft) test at implant. The available electrograms (egms) were also reviewed and showed no signs of noise; however, there was farfield oversensing noted on the atrial channel. The oversensing did not result in pacing inhibition as the patient has an intrinsic rhythm. The ts consultant discussed that because there was no noise visible on the atrial, ventricular and shock channels, a header issue is most likely not present, but it cannot be excluded. The ts consultant also provided troubleshooting methods to help further investigate the reason for the out of range pacing impedance measurements. At this time, the ICD remains implanted and in service. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
Once any additional information does become available, this report will be updated.

Manufacturer narrative:
A ts consultant reviewed the printouts and discussed that the gradual increase in pacing impedance measurements, with all other lead measurements remaining stable, could be either due to calcium deposits built up on the electrode tip or a polarization effect around the electrodes as the patient is not paced often. The intermittent noise on the electrograms that was observed during high output pacing was oversensed, but only one signal. As the noise was noted during the high output pacing, it is more likely that the high impedance values could be due to polarization around the electrodes. However, a lead integrity issue or possible device/header issue could not be ruled out. In addition, there was a request to boston scientific technical services (ts) to perform a data review from the remote monitoring system. It was discussed that the rv pacing impedance daily measurements have been turned off since (B)(6) 2011. Prior to this, the impedance measurement had been above 2,000 ohms. Shock impedance measurements have remained stable. The patient appears to be 100% sensed and sensing appears stable. The ts consultant discussed several troubleshooting techniques, including commanded shock delivery, should be considered to help determine if there is a lead or device issue. At this time, this rv lead and ICD remain implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Attempts to obtain additional information on this device and the results of the x-ray have been unsuccessful. Currently, our records still indicate that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.